Manufacturer narrative:
(B)(4). Date sent 10/5/2023, d4 batch # unk, h6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient had diverticulitis and sigmoid stenosis. The surgeon performed sigmoid colectomy, end-to-end anastomosis of the descending colon and rectum with a circular stapler. Surgeon performed successfully air test of the bowel and the two donuts were intact. On the third postoperative day patient needed immediate laparotomy, because of fecal content in the drain pipe of the abdominal cavity. There was total rupture of the anastomosis. In the edge of the central intestinal coloboma of descending colon there were no clips while the picture of the pressing of stapler there was obvious. All the clips appeared in the edge of the peripheral coloboma of the rectum. Colostomy was the only solution for the patient. The orange indicator was in the safe green area.

Manufacturer narrative:
(B)(4). Date sent; 10/17/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? Recent recurrent sigmoid colon diverticulitis with severe stenosis of the lumen (not occlusion) ¿ did the patient receive any preoperative chemotherapy or radiation? No (not malignant disease) ¿ were there any issues experienced with the device in the initial surgical procedure? No, the device performed as usual. What healthcare professional fired the device and what is his/her experience with the device? General surgeon with 15-year-experience on colorectal procedures (last use of the same device was the previous day) ¿ where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b ¿ did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes ¿ was the device difficult to close? No ¿ was the device difficult to fire? No ¿ how may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 ¿ did the healthcare professional receive audible & tactile feedback when firing the device? Yes ¿ were the donuts inspected? If so, please describe. Yes, there were 2 complete donuts with equal tissue thickness throughout their circumference. ¿ was a complete transection of the white breakaway washer visually confirmed? Yes ¿ were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. N/a ¿ what is the current status of the patient? In good general health condition, with end colostomy ¿ does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon believes that the device, although it applied enough pressure to keep both stumps in place (even throughout the leak test), placed the staples on the circumference of the distal stump only. The leak occurred on post-op day 3, when bowel movements were evident. ¿ was a leak test performed? If so, what type and what was the result? Yes. The anastomosis was submerged in n/s, the descending colon was distally occluded (5cm off the anastomosis) the lumen was inflated with 150 cc of air (with folley catheter through the anus). No air bubbles were visible after 3 tests. ¿ was the staple line visualized endoscopically during the initial surgical procedure? No ¿ how many days postoperative did the leak occur? 3 ¿ how was the leak identified? Fecal content in the drain bag, free air around the anastomosis in abdominal CT scan ¿ what was observed at the site of the leak upon reoperation? Complete rupture of the anastomosis. No staples on the proximal colon. All staples on the distal colon. Whitish circumferential tissue around the edge of the proximal colon stump, as of prolonged applied pressure. ¿ how was the leak addressed? Laparotomy and end-colostomy with closure (suturing) of the distal stump. ¿ were there any issues experienced with the device in the initial surgical procedure? No ¿ please give further visible staple shape description? N/a ¿ is there a photo of the staple that you can send us? No ¿ what is meant by ¿coloboma¿? In greek means ¿stump.¿